Event description:
While attempting to pass the suture through the labrum using the cuff stitch the sharp end of the instrument snapped off. The surgeon searched for this arthroscopically, but could not find it. When they located the missing piece on the x-ray, it was not possible to retrieve this. The surgeon thinks that the missing piece is located within the subscapularis muscle, and hopes that as this is a big thick muscle, it will grow around the foreign body and prevent it from moving about. To complete the procedure instruments had to be borrowed from the district general hospital. Approximately 2 hours were added on to the procedure time.

Manufacturer narrative:
(B) (4)evaluation of the device confirmed the complaint of the tip breaking off. The tip has broken at the distal end of the suture slot. There are no material voids at the break site. The break area shows signs of metal fatigue. Condition of device is consistent with trying to pierce something other than soft tissue.(B) (4)